Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of lo (less than 10mg/dl) and 120 mg/dl. Customer reports product amy have been exposed to some moisture being kept on the bathroom sink. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.